Manufacturer narrative:
Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and found no problems related to reported issues. A review of the logs verified errors 23062. The unit was then installed on an internal equipment, fixture, or tool (eft) and powered on. System powered on with no errors or failures present. Then installed a canula mount and sterile adapter and the system triggered error 23062. Failure analysis concluded the concludes that the stator, rotor and instrument sterile adapter (isa) could be related to the reported event. The complaint was confirmed based on the failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause is attributed to a usm carriage failure. This could be caused by a faulty motor stator, or isa. The issue was resolved by replacing the defective unit.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced pn: 380666-25 universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the universal surgical manipulator (usm) 1 was frozen. Technical support engineer (tse) was not able to review the system logs at the time of the call and recommended performing a hard power cycle on the patient cart. The or staff ensured on instruments were grasping tissues and the tse walked the customer through performing a hard power cycle. The system came up with repeated 23068 errors on usm1. The or staff was able to disable arm1 and continued with the procedure as planned. The procedure was completed with no reported injury.